Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion with a length of 28 mm, and a vessel diameter of 2.75 mm, was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. When unpacked, the connection of the device to the motor was broken up. The device could not be flushed, air was not removed from the catheter, and the connection was leaking fluid. The procedure was completed with another of the same device. No patient complications were reported.